Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in (B)(6) 2015. Medical products: vgxp intlk fmrl rt 67.5 catalog : 195206 lot #: 568810, vgxp xp e1 tib brg rl 11x71 catalog #: 195781 lot #: 074670, vgxp xp e1 tib brg rm 10x71 catalog #: 195850 lot # 538510, vgxp xp inlk pri tib tray 69 mm catalog # 195754 lot # 303390. Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2017-05093, 0001825034-2017-05094, 0001825034-2017-05095, 0001825034-2017-05099. Remains implanted.

Event description:
It was reported that the patient underwent a total knee arthroplasty. Patient had a knee aspiration procedure for unknown reasons. No revision has been reported to date. No additional information is available at this time.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent a knee aspiration due to slipping while walking, which caused swelling and fluid to build up.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The root cause of the reported event is attributed to the patient slipping and falling. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.